Event description:
It was reported that: surgeon reported lag screw anti-rotation tabs broke off during insertion of lag screw into femoral head. The facility says lag screw inserter is still good. There were no remaining pieces that broke off of the lag screw per surgeon all small pieces were removed and lag screw remained implanted per surgeon.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated b4, b5, g3, g6, h2, h6, h10 investigation and conclusion - reported event: it was reported that lag screw anti-rotation tabs broke off during insertion of lag screw into femoral head. No consequences or impact to the patient. - no further due diligence required as all required information to support the conclusion is available or was already requested. - harm: s2 - instability, minor - hazardous situation: user cannot remove existing and well-fixed implants during a medical or surgical intervention. - no medical data (like surgical report or x-rays) relevant to the case has been received. Product evaluation: - no product was returned (still implanted), hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. - surgical technique: the correct lag screw placement/removal is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique. - the quality records show that all specified characteristics (material, dimensions, surface, etc.) For the lag screw have met the specifications valid at the time of production. The raw material certificate of the plate was reviewed with no anomalies noted. - complaint history review: review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. - product compatibility: the compatibility check could not be performed as only the complained product is known. - the product is intended for treatment. - the investigation results did not identify a non-conformance or a complaint out of box (coob). It is assumed that the wings were broken/cracked due to an overload. Possible causes for the overload could be: unfavorable placement between the instrument and the implant so their contact surface is too small, too high forces will be transmitted on the flanks which lead to a fracture/crack of this section. Pathogenic bone diseases (e.g. Bone tumor) which can affect mechanical properties of the bone (harder/ denser bone substance). This could also lead to higher forces of these sections. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Investigation results are now available.